Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device was not deflated properly during the cuff test. It reported that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: the sample was returned and visual examination confirms that the stylet wire is contained in the tubing. The stylet wire was removed and inflation/deflation testing was successful. There was no fault found with the device. The most probable root cause is the adaptor was not fully depressed during the deflation stage of the process. If information is provided in the future, a supplemental report will be issued.